Event description:
The pt experienced a loss of therapeutic effect and noticed that the device was not working following a fall on ice last winter. Specifically, she was going to the bathroom 6 to 8 times a night. Additional info was requested.

Manufacturer narrative:
(B)(4).